Event description:
It was reported that during a da vinci myomectomy procedure, the fibers on the mega suturecut needle driver instrument were undone and broke inside the patient. Anything that they could see inside the patient was taken out. No patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc, (isi) contacted the initial reporter and obtained additional information regarding the reported event. He indicated that he did not report that any fragments fell inside the patient. The surgeon was holding a needle when he lost tension on the grasp and noticed the cable had frayed. The instrument was removed and the area inside the patient was inspected. No fragments were detected. The instrument was replaced and the planned procedure was completed. No additional action was taken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was a scratch mark on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material removed could likely cause or contribute to an adverse event if the failure mode were to recur.